Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead exhibited a patient alert for low impedance. A remote monitor transmission indicated a polarity switch from bipolar to unipolar. Oversensing was also noted. The lead settings were reprogrammed and remains in use. No patient complications were reported as a result of this event.